Event description:
It was reported that approximately 9 months after a left total knee replacement procedure, the patient underwent a revision procedure to address prosthesis wear, pain, osteoarthritis, arthrofibrosis, discomfort, inability to walk up and down stairs because of stiffness; atraumatic meniscus tear; synovectomy, arthroscopic partial meniscectomy. Revision surgery operative notes were provided. Patient left the operating room in stable condition. No further issues or complications were reported. No additional information is available.

Manufacturer narrative:
H3: the reported pain and subsequent arthroscopy captured was likely due to the loss of range of motion following the development of the reported arthrofibrosis. Additionally, the event may have been reported due to prosthesis wear, component loosening, and/or inclusion of the polyethylene component in the packaging recall. However, this cannot be confirmed as the components were not returned for evaluation as they remain implanted at this time, and no images or radiographs were provided.